Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 08/21/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display was noted to be dim and discolored and was difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible. On examination, the keypad was noted to be intact without damage. On testing, all the keypad buttons demonstrated intermittent response and required multiple presses to evoke a response. The up arrow and contrast buttons required increased force to respond. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.